Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/16/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be duplicated. The review of the black box data showed multiple loss of prime warnings with low non-zero force. The pump was exercised for 24 hours with no loss of prime occurrences. A force calibration check was performed and passed, indicated that the force sensor is detecting correct amount of force. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.